Manufacturer narrative:
(B)(4).

Event description:
The customer's son complained of high, erroneous inr results that his mother is getting on her coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The result from the meter was 2.7 inr. The result from the laboratory from a sample obtained at the same time as the meter result was 2.0 inr. On (B)(6) 2018 the result from the meter was 2.4 inr. The result from the laboratory from a sample obtained at the same time as the meter result was 1.9 inr. The customer's therapeutic range is 2.5 ¿ 3.0 inr. No actions were taken based on the meter results and no treatment was necessary. The customer had bronchitis and was taking 2 antibiotics. The customer's skin was torn while hospitalized. She pulled a muscle in her abdomen and started bleeding. The customer was hospitalized due to the abdominal bleed. The customer is currently ready for release. No adverse event occurred due to the device. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer's coumadin dose varies based on her results. The customer is not taking any new medications and has not had any diet changes. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.